Event description:
It was reported that the ilet touch screen cracked after the user placed the device in a pocket with other items, and a replacement ilet was shipped with user education that the device would need to relearn the user. Symptoms included no adverse clinical effects. Outcomes included no impact to clinical status and no alerts or alarms. Investigation included collection of device history and user reports. Investigation of this case revealed a damaged display consistent with user handling, with no malfunction reported in other components. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to user handling.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.